Event description:
The customer contacted stryker to report that their device display only a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if it is needed.there was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the user interface pcb assembly and was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. The capacitor, designator c181, was observed to be cracked and electrically shorted, which caused the reported issue.

Event description:
The customer contacted stryker to report that their device display only a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if it is needed. There was no patient involvement reported during the event.